Manufacturer narrative:
Results and conclusion summation - product performance engineering reviewed the incident information. The instructions for use states, "do not advance or retract the catheter if resistance is met during manipulation." Historical data suggests that stent dislodgement may be caused by, but not limited to, improper or inadequate crimping at the time of manufacture, positive pressure during preparation, negative pressure during sheath removal or forced sheath removal, interaction with other devices and/or anatomy, and lesion morphology. It is likely that the mildly tortuous anatomy and moderately calcified lesion contributed to the inability to cross and the stent dislodgement.

Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement has caused or contributed to patient injury previously. Device issue: stent dislodgement. It was reported that after pre-dilatation, the pixel 2.5x13 was unable to cross the lesion. The pixel was forced to advance; but still did not cross the lesion. After the pixel was removed, it was discovered the stent had moved on the shaft. No additional event or patient information is available.